Event description:
In preparation for an endoscopic variceal ligation procedure, the physician selected a cook 6 shooter saeed multi-band ligator. It was reported that the blue hook was falling [fell] into scope and that the device can not be used. The physician therefore used another new device to finish the procedure. This occurred prior to patient contact; there was no impact to the patient. In addition, the user sustained no clinical consequence and there were no adverse effects to the user.

Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open box from the lot number provided in the report. The label matches the product returned. A photo was also provided by the user. Review of the photo provided did confirm the complaint. The photo shows a separated blue hook inside a clear poly bag. The user was holding the end of the loading catheter that was missing the blue hook. The bag containing the separated blue hook was not received with the return. Our laboratory evaluation of the product said to be involved also confirmed the complaint. The loading catheter had one hook missing and one hook still remaining on it. It was observed that the trigger cord was still inside the blue hook as received and the proximal knot of the trigger cord was directly beside the hook. A dimensional inspection was performed on the loading catheter. The inner diameter was measured and found within the established specification. A destructive test was performed on the loading catheter side where the second blue hook remained attached. The blue hook detached from the catheter within the required force. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The subassembly history record for the loading catheter said to be involved was reviewed. The quality control tensile test performed on a sample of the manufactured units met the acceptance criteria. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a visual examination of the returned product identified the blue hook was missing from one end of the loading catheter. A definitive cause for this observation could not be determined because the set up conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Although it cannot be determined how the trigger cord and loading catheter were set up during preparation, the proximal knot on the trigger cord was found directly beside the blue hook on the loading catheter as received. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. The instructions for use state: ¿attach trigger cord to hook on end of loading catheter, leaving approximately 2 cm of trigger cord between knot and hook. Withdraw loading catheter and trigger cord up through endoscope and out through handle." If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. The blue hook can also detach if it gets caught in the accessory channel of the endoscope. The instructions for use advise the user: "it is vital that the integrity of the working channel is intact." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. All loading catheters that are included in the multi-band ligators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.